Event description:
On 08/22/2000, the facility's purchasing agent informed the distributor's marketing manager of the following: a leak was noted in the bend of the needle. The facility's purchaser wanted to know if any other reports were received regarding this product (lot number was unknown). Additionally, it was stated the device in question was not available to be returned to the MFR (MFR.) For analysis. No further details were provided.